Event description:
In the article "combining laminoplasty with artificial disc replacement for the treatment of cervical spondylotic myelopathy with congenital cervical stenosis" by liu, z., et al (2023), the authors aimed to elucidate the security, effectivity, and feasibility of surgery combining laminoplasty with artificial disc replacement (adr) to treat cervical spondylotic myelopathy patients with radiculopathy, especially for preserving the range of motion (rom) of the cervical spine. This was a restrospective study performed. Patients included had multiple levels of cervical spondylotic myelopathy with radiculopathy and congenital cervical stenosis. The authors enrolled 39 patients with 43 cervical index levels (treated with adr) with multiple cervical spondylotic myelopathy from august 2008 to april 2019. There were 33 male and 6 female patients with a mean age of 49 years (range, 29-65 years). All patients received laminoplasty first and then underwent adr. It was reported after the lamina had been elevated enough for adequate decompression, "it was fixed with a titanium miniplate and screws" reportedly manufactured by osteomed. None of the patients had major complications; however, it was reported one (1) patient had nuchal pain that persisted for more than 2 years post-op, and one (1) patient each had symptoms such as c5 palsy and dysphagia, but these problems were resolved after appropriate medical treatment during the admission period. This is off-label use of the osteomed plates and screws.this is report 1 of 2 for this event.

Manufacturer narrative:
The complaint was documented as a result of review of scientific literature article due to the off-label use and adverse events reported. No product malfunction or failure was reported in the literature. Device information (model number and batch/lot number) is unknown. Therefore, device history review (DHR) review could not be performed. The device was not received for evaluation. Additionally, as the device information is unknown, a review of the complaint database could not be performed based on part number; however, a review was still performed based on the reported event with no additional complaints were noted . Review of risk documentation revealed the harm(s) and hazard(s) are adequately captured. It was reported none of the patients had major complications; however, it was reported one (1) patient had nuchal pain that persisted for more than 2 years post-op, and one (1) patient each had symptoms such as c5 palsy and dysphagia, but these problems were resolved after appropriate medical treatment during the admission period. No product problem/malfunction was reported. Based on the information received and the investigation performed, the root cause could not be conclusively determined. Related reports: 2027754-2023-00033.